Event description:
A large volume pump alarmed with an error message x 2 within 45 minutes. The pump was able to be put on hold and restarted both times. At the time there were 2 other pumps connected and it was plugged into an outlet.